Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. (B)(4).

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with five proglide devices using the pre-close technique via a 5f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure peripheral to the illiace/superficial femoral artery. Reportedly, the needles of the five proglide devices deflected off the calcified artery, cuff misses were noted. The sheath was upsized to an 8f and 14f. The tavr procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.